Manufacturer narrative:
Concomitant medical products: 2088tc lead, implanted (B)(6) 2013. Product event summary - the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that the patient was seen for a routine check and elevated sensing integrity counts were noted on the right ventricular lead. The patient will be monitored monthly and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.